Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 7th may-2024, it was reported that two infusion set was fell off during use. No further information available.